Manufacturer narrative:
Event year is reported as 2020; however exact date of event is unknown. Additional product code: hwc, ktt. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported on an unknown date that the patient underwent a revision surgery. During the surgery, it was discovered that there were carbon deposits on the screw heads. It was a titanium implant which implanted ten years back. It was unknown if the revision surgery completed successfully. The patient outcome was unknown. This complaint involves four (4) devices. This report is for (1) 4.5mm ti narrow lcp® plate 7 holes/134mm. This report is 1 of 4 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Pictures review from medical safety officer: we are able to confirm some tissue discoloration, but we are not able confirm what it is and where it came from. Unless we have chemical analysis confirming that the artifact is carbon/metallosis. For further evaluation we would like to request the material as well some further information incl. Chemical analysis. Product was not returned therefore no further investigation possible. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available (information or/and material), the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.